Manufacturer narrative:
Correction: the previous MDR submitted on february 11, 2020, was filed inadvertently. No IV antibiotics were administered. This report is submitted on march 2, 2022.

Manufacturer narrative:
It was reported that the patient was treated with IV antibiotics (date not reported). This report is submitted on 11 february 2020.

Manufacturer narrative:
Device details were not made available as of the date of this report. This report is submitted march 8, 2019.

Event description:
Per the surgeon, the patient underwent surgery to explant (date not reported) the device due to electrode anomalies. Additional information has been requested; however this has not been made available as of the date of this report.